Event description:
Hernia mesh stapled into my pelvic bone tore, migrated, caused 12 plus years of complications and problems and finally had to get it removed due to life threatening intestinal obstruction dr completely lied about the procedure being necessary which it was not. Could have had done with no mesh.